Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 3 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. The surgeon felt the cup position had changed. Intraoperatively, it was noted that the cup was not well ingrown with only minimal fibrous ingrowth, but was not grossly loose.